Event description:
Customer stated she performed a blood glucose test and received a result of 292mg. The customer stated that the readings were too high and went to the emerency room. Three hours after arriviing at the emergency room a lab result of 206mg/dl was obtained. The customer stated an unk i.v. Was started. Control testing was performed approximately two weeks prior to the event. It was stated that level 1 solution was within range.